Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: tibia first surgery and it was reported that the saw array popped off the saw near the blade end in the middle of the femur cuts. Customer reattached the array and case was finished successfully. When was the issue observed: during surgery. Troubleshooting: verified the array attached in to saw properly by hearing and feeling it click in place. Patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? No. Are patient treatments delayed or cancelled? No. Next day of surgery: (B)(6) 2022. All information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. The described failure by the customer was not confirmed. Customer managed to re-attach the array and the case was finished without errors. The issue was not reproduced, and the system is ready for use. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, d4, g1, g4.

Event description:
Additional information received indicated that the event occurred with the puresight plastic arrays.